Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was implanted for bladder symptoms. She stated that she also had a problem with diarrhea (it was confirmed that the diarrhea started prior to implant) and a separate doctor wanted to change the programming to help with that as well. The patient had noticed that her bladder was 'not emptying right', she felt pressure in her bladder, and she was only going small amounts when using the bathroom since the stim adjustment. The patient felt like she had a bladder infection, but her doctor checked her urine and 'it was fine'. She stated 'bladder was reading at 179, where it was still full'. The patient saw her managing health care provider and decided to go back to 'original programming' for her bladder. She increased stim to 0.7 on program 2. There were no device issues or further patient complications reported.